Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
On (B)(6) 2026, while undergoing catheter maintenance at hospital in (B)(6) the patient experienced pain in the upper limb and fluid leakage was observed at the puncture site. The operator attempted to continue flushing the catheter slowly with small volumes of fluid, but leakage persisted. Upon further examination, it was confirmed that the catheter had fractured; the fracture occurred at the 29 cm mark, approximately 3 cm from the puncture site. Upon investigation, the patient is an 86-year-old female diagnosed with vascular dementia, sequelae of cerebral infarction, frontal lobe hemorrhage, hemiplegia, heart failure, and hypertension. The tubing was placed at hospital on (B)(6) 2025, and the patient has been undergoing long-term inpatient rehabilitation. The tubing is located in the right subclavian vein, with an insertion depth of 32 cm and an exposed length of 3 cm. All maintenance of the catheter was performed at this hospital during the indwelling period. During maintenance, no abnormalities were observed on (B)(6) 2026; however, a catheter break was discovered during maintenance on (B)(6). The patient¿s right upper limb muscle strength is grade 5, with grade 4 muscle tone, which is normal. The patient occasionally exhibits agitation; a caregiver accompanied her throughout her hospitalization, and the patient has poor mobility. During the catheterization period, the patient received intravenous omeprazole only three times; no other medications were administered. All other medications were administered orally or via nasogastric tube. Following the catheter breakage, the patient¿s family consented to the hospital¿s interventional catheter removal plan, and the residual catheter was successfully retrieved.